Event description:
It was reported that the device rejected by pulmolink at goods inwards acceptance testing displaying "10 err". No patient injury reported.

Manufacturer narrative:
This device returned out of box and determined the failure resulted from intermittent connection with the main board processor caused by suspected improper solder joint or crack in the trace. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Device manufactured in 2020-12. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).